Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad for unresponsive buttons on the keypad, also replaced contaminated iui's. Unit now functioning properly. A review of the device history record for sn (B)(6) was performed from date of manufacture 01/18/2018 to present date 01/07/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key ("system on" button). The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# 1120033 pcu unresponsive keys CAPA# ca-2018-0161 iui conn issues.

Event description:
It was reported that the device was sent to service for pump control unit 5.7. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(4) was performed from date of manufacture 01/18/2018 to present date 01/07/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was sent to service for pump control unit (B)(4). No additional information was provided. There was no patient involvement.